Event description:
It was reported; the patient underwent revision due to instability and tibial implant loosening approximately eleven months post implantation. Attempts have been made and no additional information is available.

Manufacturer narrative:
(B)(4). G2: australia. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. D10: additional associated products. 42558000502 partial femur cemented size 5 right medial, lot# 65802712. 42528200808 partial articular surface right medial size h 8 mm, lot# 66059831.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: unicompartmental knee arthroplasty in the medial compartment with cemented tibial component. On the ap view, there appears to be varus tilt of the femoral component but no surrounding radiolucency or discrete osteolysis to definitively suggest loosening. Comparison with immediate post-operative radiographs would be needed to assess for loosening of the femoral component or possible surgical malposition. The event is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.